Manufacturer narrative:
No device failure. Info received indicates that the revision was necessary due to the condition of the patient. The absence of bony fusion and progression of the disease at l4/l5 indicated by spondylolisthesis and lateral recess spinal stenosis affected the effectiveness of the device. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A pt underwent a plif at l3/l4/l5 with right side unilateral pedicle screws, interspinous fixation, and right side injections. Post-op imaging (date of initial surgery is unk) showed fusion failure, l4/l5 spondylolisthesis and lateral recess spinal stenosis at left l4/l5. The pt also complained of post-operative pain. A (B)(6)2009 revision was ordered by a different surgeon to remove the interspinous fixation, maintain the original pedicle screws, and add pedicle screws at l3/l4/l5 left side as well as cross connectors between screws. A brace and bone stimulator were also ordered after the second surgery. Per the initial reporter, there was no evidence that the removed device caused or contributed to the pt's post-op pain or that it had not provided the necessary fixation as originally intended. Fusion was present at l3/l4 but not at l4/l5.